Event description:
Case was initially received via regulatory authority (food and drug administration, reference number: mw5081078) on 16-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic cramps") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included escitalopram oxalate (lexapro) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and medically significant), abdominal pain upper ("stomach pain"), menorrhagia ("heavy menstruation"), back pain ("lower back pain") and arthralgia ("joint "). At the time of the report, the pelvic pain, abdominal pain upper, menorrhagia, back pain and arthralgia outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, arthralgia, back pain, menorrhagia and pelvic pain with essure. The reporter commented: an injury (disability) was mentioned but not specified and /or assigned to one of the events. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.